Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook günther tulip filter. Since catalog# is unknown the 510(k) could be either k090140, k112119 or k121057. (B)(4). Summary of investigational findings: investigation is solely based on description of event, since no product was returned and no imaging provided. Given the limited information provided to cook, it would be inappropriate to speculate on what may have led to the reported event. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to initial reporter: it is alleged "that [pt] on or about (B)(6) 2015 underwent placement of a cook medical gunther tulip vena cava filter". It is alleged "that [pt] on or about (B)(6) 2015 underwent an attempted retrieval of the device". It is alleged "that one or more struts had perforated through the vena cava wall and the device could not be safely removed". Patient outcome: it is alleged that "[pt] sustained and will continue to sustain severe and debilitating injuries, including but not limited to, pain, suffering and discomfort". It is alleged that "presently there are undiagnosed injuries for [pt] such as economic damages, medical expenses, cost of past and future medical care including unnecessary and additional surgeries, rehabilitation, home health care, economic loss, and mental and emotional distress". Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on 12/05/2016 as follows: the plaintiff allegedly received the device implant on (B)(6) 2015 as pe prophylaxis prior to surgery due to factor v leiden and history of dvt and pe. Two unsuccessful retrieval attempts allegedly occurred, on (B)(6) 2015 and (B)(6) 2016, respectively the plaintiff alleges vena cava perforation, device is unable to be retrieved, pain, anxiety.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). Corrected data: to product problem. Serious injury to malfunction. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "vena cava perforation, device is unable to be retrieved, pain, anxiety. Updated sfc.". Cook will reopen its investigation if further information is received. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported pain and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received as follows: per a review of radiology report: "date of ivc filter placement: (B)(6) 2015. Device: cook gunther tulip. Date of ivc filter retrieval: (B)(6) 2016". "Xa/rf images provided from an ivc venogram, performed on (B)(6) 2015, demonstrated an indwelling ivc filter at the l1-2 level with no evidence of significant ivc filter angulation. However, there were both medial and lateral ivc filter components penetrating beyond the perceptible wall of the contrast opacified ivc measuring 5.8 mm and 7.6 mm, respectively". "An abdominal radiograph performed on (B)(6) 2016 demonstrated an indwelling ivc filter at the l1-2 level with no evidence ivc filter component fracture. In addition, I have personally reviewed CT scans of the abdomen and pelvis, performed on (B)(6) 2016, which demonstrated an indwelling ivc filter at the l1-2 level. There was no evidence of significant ivc filter angulation, migration nor component fracture. Furthermore, these CT examinations demonstrated at least four (4) significant and pathologic ivc filter component penetrations, extending greater than 3 mm beyond the perceptible exterior wall of the inferior vena cava, ¿". One strut "abuts posterior wall of small bowel". One strut abuts antero-medial wall of the aorta". One strut "abuts prevertebral soft tissues of l2". "Xa/rf images also provided from december 1, 2016 demonstrated the successful retrieval of the indwelling ivc filter".

Event description:
Per ir rem endvas venacava filter, dated (B)(6) 2016, "this procedure was significantly more complex in usual filter retrieval procedures as use of the laser sheath was necessitated to retrieve this embedded device. Technically successful inferior vena cavogram demonstrating no caval thrombus. Technically successful laser sheath assisted retrieval of ivc filter."

Manufacturer narrative:
Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113.

Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook günther tulip filter. Expiration date: unknown as lot# is unknown. PMA 510(k): since catalog# is unknown the 510(k) could be either k090140, k112119 or k121057. Mfg date: unknown as lot# is unknown. (B)(4). Investigation is still in progress.

Event description:
Description according to initial reporter: it is alleged "that [pt] on or about (B)(6) 2015 underwent placement of a cook medical gunther tulip vena cava filter". It is alleged "that [pt] on or about (B)(6) 2015 underwent an attempted retrieval of the device". It is alleged "that one or more struts had perforated through the vena cava wall and the device could not be safely removed. Patient outcome: it is alleged that "[pt] sustained and will continue to sustain severe and debilitating injuries, including but not limited to, pain, suffering and discomfort". It is alleged that "presently there are undiagnosed injuries for [pt] such as economic damages, medical expenses, cost of past and future medical care including unnecessary and additional surgeries, rehabilitation, home health care, economic loss, and mental and emotional distress". Hospital and medical records have been requested but not yet provided.